Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Device retained by patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00414 and 3007042319-2015-00426) submitted for devices related to the same event. Controller will not be returned.

Event description:
The patient was in the hospital and had multiple self-clearing electrical faults. Due to the proximity to the implant procedure a driveline cleaning was recommended. The site opted to wait on the cleaning due to the patient's instability. Fourteen days later a driveline cleaning procedure was performed per manufacturing procedure. No prep was required for the procedure. Upon disconnection of the driveline connector, there was dried crystalline material around the pins of the connector. Two rounds of cleaning were conducted; the first lasting approximately 45 seconds and the second for approximately 30 seconds. There was no reported patient impact and it was indicated that the action solved the problem with verification of the repair. This is report 1 of 2.